Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there were three separate incidents with a 20 g x 1.16 in. Bd insyte autoguard shielded IV catheters where the needle did not retract after the safety mechanism was activated. There were no injuries to patients or clinicians and there was no report of medical interventions.

Manufacturer narrative:
A sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6179842. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.